Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages his diabetes with novolog flex pen insulin. It is not known if the patient made changes to his dose of medications at the time of the alleged issue; however, on (B)(6) 2013 at 2 pm, the patient reportedly took less food and/ or drink. Symptoms were not specified at that time; however, that same afternoon, emergency medical services (ems) was contacted. The patient reportedly obtained blood glucose results of "31, 45 and 50 mg/dl" with a laboratory device. The patient was administered fluids intravenously (type not specified). At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was not able to test her blood glucose due to the reported issue and reportedly obtained a blood glucose result suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.